Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked and the touchscreen was nonresponsive, and the user transitioned to a backup t:slim x2 while a replacement was arranged, with a reported blood glucose of 187 mg/dl at the time of the call. Symptoms included no injury and no physiological effects reported. Outcomes included temporary interruption of ilet therapy with continued cgm use via the dexcom app or receiver and planned return of the damaged device using a provided shipping label. Investigation included remote case review, confirmation of shipping and return logistics, and guidance to shut down the device to avoid further alerts, with data backup via the mobile app prior to return. Investigation of this case revealed a damaged display assembly consistent with physical damage to the user interface component, resulting in loss of touch input and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to a device component failure, with no evidence of a systemic device malfunction.